Event description:
As reported by the user facility: brief inquiry description: "IV was started in ER on (B)(6) 2023. Unsure of lot number; however, we believe it was a braun brand 18-gauge catheter 1 3/4 inch." Detailed inquiry description: "it was reported that on (B)(6) 2023 a 18ga 1.75in IV catheter broke in a patients arm while being removed. The patient had to be transported to surgery to have the device removed. As part of an internal nonconformance, this importer MDR is being submitted retroactively. Please note that the associated manufacturer MDR for this event, 9610825-2023-00614, had already been previously submitted timely on 18dec2023. As b. Braun medical, inc. Submitted the manufacturer MDR on behalf of the manufacturer, the importer MDR was inadvertently missed.